Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due to high blood glucose with blood glucose of 580 mg/dl. Date of emergency room visit was unknown. The customer's current blood glucose is 195 mg/dl. The customer did not provided information about any symptoms as a result of high blood glucose. It was unknown how the customer was treated. It was unknown that the insulin pump was on auto mode or not. Customer decline trouble shooting. No further complications were reported. The customer will continue to use the device.